Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The field service engineer inspected the analyzer and found the sample and reagent tubings were not aligned with the pulley. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e411 disk. The initial result was not reported outside of the laboratory. The initial result was 5.00 pg/ml with a data flag. The repeat result was 249.8 pg/ml.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer aligned the sample and reagent tubings with the pulley. The information provided did not indicate a reagent issue. The investigation determined the event was due to the misaligned sample and reagent tubings.